Manufacturer narrative:
Patient information was not made available from the site. No parts were replaced. Issue resolved at time of call by re-booting the navigation system. - no parts have been received by manufacturer for analysis.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system emitter went to red status and they were unable to navigate. Re-booting the navigation system restored normal function. Issue resolved. There was no delay of therapy. There was no impact on patient outcome.